Event description:
Territory business manager contacted dexcom technical support on (B)(6) 2015, to report on behalf of the user an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2015. The territory business manager did not report injury or medical intervention.

Manufacturer narrative:
(B)(4).